Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description multiple air in line alarms. Detailed inquiry description ails no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).three samples were provided for evaluation.the samples were visually evaluated and no defect was observed. The unit was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. The samples were also functionally leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within the specification. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. Although the air-in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc.a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.if any additional pertinent information becomes available, a follow up will be submitted